Event description:
The unit was returned for service because it was reported by the customer that the audible alarm was not functioning. The malfunction was identified by the technician during testing. The unit was not in pt use and there was no reported harm. A repair evaluation was performed and confirmed the alarm failure. The power switch was replaced to correct the problem.